Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their insulin on board calculation was showing too much insulin after the set time period. This complaint is being reported because the reported issue was not resolved with troubleshooting. It was reported that the patient's blood glucose levels exceeded 300 mg/dl, but this level does not exceed animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2013 with the following findings: a review of the pump¿s settings showed that the insulin on board function was set to on and the insulin on board (iob) duration was set to 3.0 hours. For the investigation; a 5.55u ezcarb bolus was performed with iob set to "on" and the iob duration period set to 3.0 hours. The bolus was accurately reflected on the iob status screen. After the 3.0 hours the iob status was 0.00u and this was correctly reflected in the iob status screen. The iob was found to functioning properly. Unrelated to the complaint, a crack was found near the case seal of the battery compartment.